Event description:
It was reported that there was difficult to engage the target lesion in the common hepatic artery due to ¿blood flow was too fast¿. Following multiple repositioning, the coil has been delivered to the target lesion; however, the position of the device was unstable. After the coil was being withdrawn, it detached prematurely outside of the patient. The procedure was completed with other coils. There was no clinical consequence to the patient and the patient was reportedly ¿fine¿.

Event description:
It was reported that there was difficult to engage the target lesion in the common hepatic artery due to ¿blood flow was too fast¿. Following multiple repositioning, the coil has been delivered to the target lesion; however, the position of the device was unstable. After the coil was being withdrawn, it detached prematurely outside of the patient. The procedure was completed with other coils. There was no clinical consequence to the patient and the patient was reportedly ¿fine¿.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned separated from the guidewire. Visual and microscopic analysis of the returned device found that the proximal end of the coil had flattened winds and this observation confirmed that the inner coil was welded to the wire. The distal end of the pusherwire had a slight discoloration, which would be expected as the inner coil is welded to the wire at this point. No other anomalies were noted. The additional information indicated that there was difficult to engage the target lesion and the coil was repositioned 3-4 times. It is likely that some force was applied on the device during the device maneuvering and repositioning. It is most likely that excessive maneuvering and repositioning of the coil during the procedure have resulted in the premature detachment of the coil. Therefore, a root cause of operational context has been assigned to the reported event, as the procedural factors encountered limited the performance of the product and contributed to the reported event.